Event description:
It was observed that during the device evaluation, the fiberscope exhibited connecting tube had coating peeling one square millimeter or more; control unit and up/down plate sticky were due to water leakage and corrosion was observed on the light guide glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes and root causes of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.